Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12324. It was reported, the patient had an infection and had the entire system explanted. Follow up determined the patient will probably not be reimplanted with an sjm ipg system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.